Event description:
A report was received that a pt in the operating room was on a nitroglycerin drip at 9ml/hr (15mcg/hr) but the user could not get the pt's blood pressure under control. It was subsequently discovered that the set was leaking inside the pump and a hole was found in the pumping segment near the upper fitment. The tubing was changed and the nitro was restarted. The pt's blood pressure stabilized. The set was discarded. The customer states that no further pt or event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). An investigation could not be performed. The reporter indicated that the set was discarded. The cause of reported leak is unk.